Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information obtained: the ent surgeon alleged that the device sparked, caught a piece of gauze on fire and then there was an explosion with the mouth of the (B)(6) patient. The explosion caused the tracheotomy tube to break with the proximal portion migrating and becoming lodged in a main stem bronchus. This required the transport of the patient to (B)(6) hospital for treatment. The patient was transferred to (B)(6) and was placed in a medically induced coma while healing but their understanding is that he¿s doing better now. The account was recently converted to megapower generators and dr. Had performed approximately 60 tonsillectomies successfully with the generators prior to this case. On this particular day, dr. Performed an additional two tonsillectomies successfully after this procedure with the same generator. The surgeon did acknowledge that an explosion or fire of this type would require an oxygenated surgical field and potential damage to the tracheotomy tubing. However, due to the damage of the tube it cannot be determined if the tube was intact at the time of the incident. The megadyne IFU contra-indicates activation in an oxygenated environment. The reps have been advised that during this procedure, the oxygen was set at 100% and the tube being utilized was not cuffed.

Event description:
It was reported that during a tonsillectomy the covedian boive pencil that was connected to a megapower 1000 sparked and caused a flash in the patient¿s throat and mouth. It melted the tracheal tube in half and the bottom half was left inside the patient¿s throat. The patient was transferred to another hospital to have the piece removed without need for another surgery. The patient is a (B)(6) male and is in the ICU. The patient is "doing ok¿ but is being kept sedated because of the burn to the throat and to watch for post operative swelling.